Event description:
The reporter stated that the system settings were incorrect and the surgeon was unable to complete the case. The surgeon was unable to remove all the cortical matter; the wound was closed with 2 sutures, and the pt was scheduled for add'l surgery. The add'l surgery was completed in 2008, with all the cortical material removed and the iol was implanted. The surgeon stated the system was not at fault. Some one at the surgery center changed the preference settings. The surgery was completed with the back up system.

Manufacturer narrative:
The customer continued to use the system and did not request service. The root cause of the pt event cannot be determined in this investigation.